Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh) (returned to osh on 2021/12/15). The evaluation at osh confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. Based on the damage found it is assumed that the damage was thermally induced. The ceramic insulation was found to be severely damaged by the use of laser. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic enucleation of the prostate procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. However, no fragment remained inside the patient since it was reportedly retrieved with forceps. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.